Manufacturer narrative:
The event of ¿capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture¿.

Event description:
Healthcare professional reported ¿capsular contracture¿. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.11. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported ¿capsular contracture¿, baker grade unknown. This record is for the left side. The device was explanted and replaced.